Event description:
It was reported that the primary cell implantable pulse generator (ipg) displayed the elective replacement indicator (eri) at a normal life expectancy due to the programmed energy settings; however, two days later, the end of life (eol) indication message was received. The patient underwent an ipg replacement procedure and was doing well postoperatively.